Event description:
The customer reported that during a pt event, they were unable to obtain an etco2 reading. The customer reported that the device behavior had no impact on the pt outcome.

Manufacturer narrative:
(B)(4). The customer reported that during a pt event, they were unable to obtain an etco2 reading. The customer reported that the device behavior had no impact on the pt outcome. The device was evaluated by a philips field service engineer. The reported symptom was duplicated. It was noted that the etco2 connector was disconnected from the unit and the tubing was twisted. Researching the connector and untwisting the tubing resolved the reported symptom.